Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed atrial high rate episodes with electrogram (egm) showing apparent noise oversensing. The atrial lead impedance trend averages 450 ohms, but since the polarity switch on 2015-(B)(6), the average impedance is 360 ohms. The high impedance pace count of 1652 also occurred since the polarity switch. (B)(4).

Event description:
It was reported that the patient came to the hospital due to their right atrial (ra) lead and right ventricular (rv) lead having a polarity switch alarm possibly due to electromagnetic interference. Additionally, both leads showed a sudden drop in impedance and an episode of noise. The leads remain in use. No patient complications have been reported as a result of this event.